Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). Since the literature described ¿22-gauge needle (ez shot 3 plus, olympus)¿, olympus selected ¿na-u200h-8022¿ as a representative product. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus reviewed the following literature titled "arterial bleeding during endoscopic ultrasound-guided pancreatic pseudocyst drainage using a novel ultrasound processor." Literature summary: bleeding during endoscopic ultrasound guided pancreatic pseudocyst drainage (eus-ppd) is most often associated with electrocautery puncture or tract dilation. Conversely, bleeding caused solely by fine-needle puncture is rare. We report a case of arterial bleeding induced by fine-needle puncture performed using a novel ultrasound processor. A 61-year-old man with a 9-cm pseudocyst in the pancreatic head underwent eus-ppd. After doppler evaluation confirmed no intervening vessels, the pseudocyst was punctured from the duodenum with a 22-gauge needle under the guidance of a novel ultrasound processor and an ultrasound endoscope. An 0.018-inch guidewire was inserted and subsequently the needle was removed. Marked arterial spurting into the cyst cavity on gray-scale imaging was immediately observed. Color doppler confirmed pulsatile flow from the puncture site into the cyst cavity. Despite inserting a 7-fr dilator for compression hemostasis, bleeding recurred upon its withdrawal. Therefore, a 10-mm fully covered self-expandable metal stent was deployed across the eus-guided created route, resulting in complete hemostasis. Then, a nasal catheter was placed through the fcsems. Postprocedural computed tomography showed no extravasation; however, injury to the posterior superior pancreaticoduodenal artery was suspected. The patient experienced no further bleeding, and 1 month later, the fcsems was removed without complications. This case highlights the possibility of bleeding during eus-ppd even when doppler imaging reveals no visible vessels and a thin needle is used. Compared with its predecessor, the ultrasound processor detected certain small areas near the gastrointestinal wall lacking blood-flow signals. Thus, caution must be exercised to avoid inadvertent vessel injury near the gastrointestinal wall. Type of adverse events: arterial bleeding per the case study, the arterial bleeding required interventions of inserting a 7-fr dilator for compression hemostasis, deployment of a 10-mm fully covered self-expandable metal stent (fcsems), placement of a nasal catheter through the fcsmes, and a post procedural computed tomography (CT). Additional information received from the author confirmed there was no device malfunction during the procedure documented in the case study.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b2, h6, h11. The device has not been returned to olympus for evaluation. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.